Event description:
Clinical study. It was reported that after attempting to contact the patient for 5-year follow-up, it was discovered that the patient had expired. The target lesion was located in the 1st obtuse marginal (1st ob marg) with 90% stenosis, a length of 28mm and reference vessel diameter of 3.0mm. The physician treated the target lesion with predilatation, and placement of 3.0 x 32mm taxus express2 study stent and post-dilatation with 0% residual stenosis. The patient was discharged on the next day on protocol dose of plavix. After attempting to contact the patient for 5-year follow-up by certified letter, the site was called by a friend of the patient. According to the friend, the patient died at home with hospice of unknown etiology. The physician noted, that it is unknown if the event was related to the study device. No other information is available at this time.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.